Event description:
It was reported that the artificial urinary sphincter (aus) no longer kept the patient continent. A new double cuff aus was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) no longer kept the patient continent. A new double cuff aus was implanted. Additional information received indicated all components were replaced due to a hole in the device.